Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) 2022 the patient was admitted for a bacterial infection at the driveline exit site. Translocation surgery and drug therapy was performed.

Manufacturer narrative:
Further information was received indicating this event was a duplicate and will be reported in manufacturer reference number 2916596-2022-15008.